Event description:
An endurant stent graft system was implanted into a patient for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology was reported as an aneurysm that was bilobular in shape with the larger lower sac measuring 6.4 cm in diameter; an aortic neck length of 12mm; and severely tortuous and calcified iliac arteries, measuring 11 - 12 mm in diameter. It was reported that the bifurcated stent graft was easily inserted and implanted from the right side. When the contralateral limb was advanced to cannulate the gate, it was deployed half way and would not open further. The stent graft delivery handle was spinning, although the stent graft cover was not pulling back. The physician removed the handle using the bail out technique in the IFU and the stent graft was successfully manually deployed. After the stent graft deployment, the delivery catheter was removed from the patient without issue however, the delivery system graft cover was noted to be kinked and stretched. The physician has assessed that the event was due to severe vessel tortuosity. No clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: (kink), results/conclusions: (severely tortuous and calcified iliac arteries).